Manufacturer narrative:
Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 18-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported efficacy decrease. There was efficacy decrease since patient had kinesitherapy for back pain and pain in leg. Interventions taken included an unscheduled visit on (B)(6) 2018 and lead repositioning. It was unknown if the issue was resolved. No information on the outcome was reported. The investigator assessed the event as not serious, related to the lead and stimulation. Relevant medical history includes neurologic urinary incontinence due disc hernia since 2010. Additional information received reported that it was related to the lead and not related to stimulation. The outcome was also not reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 388928, lot# 0209001569, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a return of urinary symptoms due to normal battery depletion. There was a efficacy decrease since patient had kinesitherapy for back pain and pain in leg. Lead migration was suspected but eventually ruled out. It was related to the stimulator and not related to the lead. Actions taken include a reprogramming and the stimulator replacement during unscheduled visit on (B)(6) 2019 and analgesics. The event was resolved on (B)(6) 2019.

Manufacturer narrative:
Product ID 388928, lot# 0209001569, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported efficacy decrease since patient had kinesitherapy for back pain and pain in leg. Lead migration was suspected but no action was taken yet.